Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer reported other symptoms such as nausea, fatigue, sleepy cramps, thirsty and metallic taste in mouth. The customer stated they had blood at site and bruising. Customer reports bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. Customer did receive a sensor updating alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer reports the infusion set cannula was bent. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.